Manufacturer narrative:
Customer returned contour next test strips for evaluation. The strip information was not provided initially.

Event description:
An advocate stated her daughter ran blood glucose tests on 2 contour next link meters and received readings of 275 and 88mg/dl.the difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strip information was not provided. Customer was asked to return them for investigation. Replacement test strips and a new meter were sent to the customer.